Manufacturer narrative:
At this time, the product remains capped and implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had a lead safety switch for out of range low pacing impedances last year. The therapy and sensitivity were reprogrammed, resulting in only a little noise in bipolar but was not being sensed. Now, the patient was having episodes of no capture; the programming was changed to voo, the output was increased, and the lead was reprogrammed to unipolar. However, a few days later the patient had another episode of no capture with pacing inhibition of greater than three seconds, where the pacing inhibition could be reproduced with isometrics. The lead was surgically capped and replaced, and the device remains in-service. No adverse patient effects were reported.